Event description:
Foley catheter was placed after induction. The foley went in with minimal difficulty and the balloon was inflated by the surgeon who was assisting placement after urine returned into tubing. Sediment was noticed in the urine by the circulator, surgeon and anesthesiologist. Before the patient was prepped, blood was found at the meatus of the penis. The patient's penis cleaned and covered and surgery continued. Report given to relieving rn about foley issue and the chart (sbar) had notation about this foley. Upon arrival to pacu, it was found that there was no urine in bag and more bleeding was at the meatus. The foley was removed in pacu and new foley placed with coude catheter at 16 french. The rrine return clear/yellow after the coude placement. The circulator felt the edge of the foley used after removal and felt rough edges on the end of the catheter. The catheter was discarded but all lot numbers and labels saved.======================manufacturer response for lubri-sil ic foley catheter, lubri-sil ic complete care 16 fr (per site reporter).======================company rep will be making a site visit for in-service observation / training.